Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the top half of the extravascular (ev) lead appeared to be in the right pleura despite staying in the tunnelling zone. Diminished sensing as well as varying r-waves were observed intra-operatively with values recovering post-operatively. A pos t-operative chest x-ray confirmed that the lead was in the right pleural space. Reprogramming was completed. The next day defibrillation threshold tests were completed successfully, however some undersensing was noted. The patient will continue to be monitored. The ev lead remains in use. No further patient complications have been reported as a result of this event.